Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement of greater than 125 ohms which were detected through the remote monitoring system. There was no lead/device connection issue suspected as the trends for this patient were around the alert value. As such, no revision was done. A patient-initiated interrogation was planned. The system remains in service. No adverse patient effects were reported.